Event description:
Caller reported blood glucose results of 265 mg/dl, 122 mg/dl, 108 mg/dl, and 115 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.